Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery while speaker holes on back of pump were obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction, cleaned speaker holes as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting; alarm did not recur, pump returned to normal operation, and technical support provided tips to prevent future altitude alarms.